Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "capsulectomy".

Event description:
Healthcare professional reported left side removal was noted as "capsulectomy". Healthcare professional later reported cellulitis and seroma. The device has been explanted and replaced.